Manufacturer narrative:
Model number/catalog number: sc-2158-70, serial number: (B)(4), batch/lot number: 20511936, model/catalog description: linear lead kit 70 cm. Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 21038284/21038284, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.